Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 136 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 96 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 141 mg/dl and 136 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is 09/20/2016. The meter memory was reviewed for previous test result history: (B)(6) memory concerns:118mg/dl, 136mg/dl, 134mg/dl, 116mg/dl, 143mg/dl. Customer has not had any recent changes in the daily activities such as diet, exercise, and medications.